Event description:
It was reported that the patient had syncope and came for follow up. It was noted that the polarity of both the atrial and ventricular leads had automatically switched to unipolar. Both atrial and ventricular thresholds were very high and capture management had adapted to maximum amplitude. Under fluoroscopy it is observed that the insulation was damaged on both leads. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and all insulators were breached (clavicle-rib crush). It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. The analyst noted that there was no damaged inner tubing. Therefore, cross continuity test passed. (B)(4). The full lead was returned, analyzed and the proximal conductor was fractured. It was noted that all insulators were breached (clavicle-rib crush), the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched.